Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg due to high impedances on the leads. It was also reported that the patients ipg was protruding through the skin. The device was replaced with an MRI compatible ipg and the patient was doing well post-operatively. The explanted ipg was not returned.